Event description:
During a prodisc-c (pdc) procedure the surgeon did not use the distraction frame and/or did not take enough CT pictures of the insertion of the implant. Surgeon inserted the pdc implant too deep and had to remove the implant. During the removal of the implant the implant removal broke, all pieces were retrieved. Surgeon did remove the implant, and selected another implant. The procedure was completed successfully. Consultant noted nothing was wrong with the implant.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. DHR was reviewed and no issues that would have resulted in this complaint were found. Instrument corresponds to drawings and processes at the time of manufacture. Too much force applied to the tips causing one to break and one to bend.